Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed "upstream occlusion" and cassette detached" alarms. Functional testing involved attaching a cassette to the pump and showed that the device alarmed "cassette not attached properly." The investigation determined that a faulty upstream occlusion sensor was the cause of the reported issue. The upstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a false upstream occlusion alarm . There were no injuries or adverse events reported.